Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test, safety valve test and the pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and the issue has been resolved by replacing the expiratory and the inspiratory pressure transducer printed circuit board (pcb: s). The replaced pcb: s was returned for further investigation. Simulated use testing of the returned expiratory pressure transducer printed circuit board passed the pre-use check. No abnormal found during ventilation for 24 hours and it passed another pre-use check after the ventilation. It was noticed by visual inspection that the backside of the connector's pins were contaminated/oxidized which can lead to ventilator malfunction. Simulated use testing the returned inspiratory pressure transducer failed the pre-use check and during ventilation it delivered a high pressure which led to the ventilation being stopped immediately afterwards. This failure was due to a major drift overtime in the pressure sensor. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturers ref: #(B)(4).